Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was in the customer's pocket while working when the touch screen became cracked. Customer was unable to open the locks screen due to the cracked screen. Customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.